Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6), 2010. According to the complainant, the patient experienced abdominal and pelvic pain, dyspareunia, recurrence of incontinence, and inflammation. All other information, including the patient's current condition, is unknown and reportedly unavailable.